Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the manufacturer for evaluation. Upon receipt, the monitor would not power on. No device data could be retrieved from the device's memory. Significant electrical overstress damage is noted on the printed circuit assemblies within the monitor and electrode belt. Root cause analysis of the damage is currently underway. Device manufacture date: monitor: 12/2013; electrode belt: 07/2012.

Event description:
On (B)(6) 2015, zoll was notified by a distributor that a (B)(6) patient had passed away in the hospital. The patient's physician reported that clinical staff found the patient unresponsive on (B)(6) 2015 in his room. At the time that the patient was found, he was wearing the lifevest, and there was gel present on all three therapy electrodes (tes). There were no reported witnesses to the patient death, and the patient was not being monitored on telemetry. The physician suspects that the patient passed away between 19:00 on (B)(6) 2015 and 07:00 on (B)(6) 2015.